Event description:
The pt states that he has a burn mark over his skin caused by the recharging of the ins. The pt states that this instance started a week ago but the pt indicated that the issue had occurred another time right after the ins was implanted and the pt's managing doctor had the pt not use their system for some time, the pt says it took 6-7 weeks to get healed. After the initial issue in (B)(6) 2024, the pt resumed use of the system. Today the pt states that for the current situation the doctor spoke with pt yesterday and advised the pt to go the ER. The pt has not gone to the ER yet but is planning to today. Agent advised the pt to take the medical advice of his doctor and consider not using the system/charger until they are able to discuss further with doctor. Agent advised pt to bring their externals with them when they meet with their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.